Manufacturer narrative:
Updated: b5, d4, d8, h2, h4, h6 product analysis: the device was discarded, therefore no product analysis can be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a dissection was observed on the right external iliac artery during insertion of the sheath. The dissection was repaired and it was determined to be a retrograde dissection. Reduction was noted in the ankle brachial index and a follow-up was conducted. There was no enlargement of the dissection cavity and there was no subjective symptoms related to reduced blood flow. The patient was discharged 9 days later. A medical consultation was scheduled 30 days later. Pain in the right thigh region was noted when walking. A computed tomography angiography revealed an occlusion at the beginning of the right external iliac artery. An percutaneous transluminal angioplasty was perform 39 days later. The patient was discharged the following day due to good progress. No additional adverse patient effects were reported. Additional information was received that the minimum diameter of the femoral access vessel was 5.5 x 6.0 mm. The sheath was not manufactured by medtronic. Per the physician, the cause of the dissection was not known but it was not attributed to the sheath or delivery catheter system (dcs) because the dissection appeared to have existed prior to sheath insertion.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a dissection was observed on the right external iliac artery during insertion of the sheath. The dissection was repaired and it was determined to be a retrograde dissection. Reduction was noted in the ankle brachial index and a follow-up was conducted. There was no enlargement of the dissection cavity and there was no subjective symptoms related to reduced blood flow. The patient was discharged 9 days later. A medical consultation was scheduled 30 days later. Pain in the right thigh region was noted when walking. A computed tomography angiography revealed an occlusion at the beginning of the right external iliac artery. An percutaneous transluminal angioplasty was perform 39 days later. The patient was discharged the following day due to good progress. No additional adverse patient effects were reported.